Event description:
During patient treatment, in the early morning hours, the 3100a stopped and operators noticed a burning smell. The patient was hand bagged, then placed on another 3100a without compromise.